Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were intractable spasticity, multiple sclerosis, and non-malignant pain. The pump moved and was leaning against the patient's rib cage. The hcp was unable to fill the pump. The total system was explanted. The event date was noted to be 2010. The patient's situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.